Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing and upon completion, the indicated failure modes for stopper pop off and stopper pullout were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure modes of stopper pop off and stopper pullout based on the retention sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. CAPA 1875009 has been initiated for documentation related to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter and translated to english. The customer stated: "the stopper doesn't fit into the tube after being removed and the stopper pops off easily."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure, the following information was provided by the initial reporter and translated to english. The customer stated: "the stopper doesn't fit into the tube after being removed and the stopper pops off easily." .